Event description:
Paramedics responded to a person, condition not reported. Transcutaneous pacing was being administered to the pt with the device when pacing was stopped by the operator to check the pt's vitals. According to the reporter, when the operator attempted to re-initate pacing, the device alarmed leads and would not pace the pt. The reporter stated that pacing connections were checked, but the device continued to alarm leads. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.